Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient experienced hyperglycemia, to treat it the family gave a bolus and changed the site multiple times but still her blood glucose level was high. The suspected cause of high blood glucose level was a bent cannula and an auto off alarm which declared approximately 3 hours after activity, then it shut down. Moreover, the infusion set had been used for one day. Subsequently, on (B)(6) 2020, the patient went to the emergency room with blood glucose level in the range 600 -700 mg/dl and diabetic ketoacidosis. She had large ketones and her health care professional assessed them as dangerous/life threatening. While in the emergency room, she received sugar solution intravenously and insulin drip. After spending 5 hours in the emergency room, she felt a little better and was admitted to the hospital due to diabetic ketoacidosis during hospitalization, she received sugar solution intravenously and insulin drip as corrective treatment which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. However, it was reported that the carbon dioxide levels did not came back to normal before leaving the hospital, but her health care professional stated that they would go back to normal. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.